Event description:
This is a spontaneous report by a nurse from (B)(4) regarding fever and peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unknown date, the patient reused equipment. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy dialysate described as "pineapple-like dialysate" and a low grade fever. The patient was hospitalized on (B)(6) 2010 for the peritonitis. The patient was treated with gentamycin and ciprofloxacin. Pd therapy was ongoing and the patient remained hospitalized. The peritonitis was improved. The reporter believed that the peritonitis was not related to the pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discarded supplies after therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.